Manufacturer narrative:
Device evaluation: g3, g6, h2, h3, h6 and h10. Results of investigation: the suspect device was not returned for investigation. Vyaire medical was not able to verify the customer complaint. However, log file analysis tool was utilized. Logs downloaded on (B)(6) 2023 22:00:03 not showing any hardware failure or epc- cfb communication issues. As per notes, the display issue was noticed and not resolved with a known good user interface. It seems that there is a defect on the main electronics causing the failure. Exact root cause not determinable.

Manufacturer narrative:
Vyaire medical file identification: (B)(4) at this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, vyaire medical advised that the issue is most likely the mainboard. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical problem with bellavista 1000 us where the display is blank even after swapping the screen. Furthermore, there was no patient associated with the reported event.